Event description:
It was reported that the bd connecta wht 360deg valve tb 100cm experienced air in line. The following information was provided by the initial reporter: IV fluids run through giving set with bd connecta. When anesthetist went to connect fluids they noticed air was in the tubing. Initially thought that it was user error while running the fluids through but checked another few connecta - not all were affected. Problem seemed to resolve with connection being put to off position.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10

Event description:
It was reported that the bd connecta wht 360deg valve tb 100cm experienced air in line. The following information was provided by the initial reporter: IV fluids run through giving set with bd connecta - when anesthetist went to connect fluids they noticed air was in the tubing - initially thought that it was user error while running the fluids through but checked another few connecta - not all were affected. Problem seemed to resolve with connection being put to off position.